Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: after dissection the oval shaped balloon detached from the shaft it is attached to when surgeon was removing balloon through the trocar. Balloon had to be removed separately from the pt. Same error occurred during two separate cases with two separate devices. Pt focused resolution of events and outcomes corrective action taken relevant to the care of the pt: balloon was safely removed from pt using graspers on both occasions. Pt outcomes: not affect. (B)(4).